Event description:
It was reported that pump experienced recurring malfunction alarms after customer had slept with heating pad nearby and customer was unsure if pump had been exposed to heat. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy. Tandem technical support arranged replacement pump with updated software.